Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on preparation, the handle was dropped before the nurse put it in the shell, the monitor got cracked and parts came off. Another handle was used to resolve the issue. There was no patient involvement.